Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer able to reboot and verified pyxis functions. No issue found. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer required maintenance the customer stated that there was no delay to the patient's workflow. Since they managed to get the meds from the pharmacy. There were no adverse events or injuries reported based on this incident.